Event description:
During testing by zoll's technical service department, the device, when utilized with a defibrillator, caused the unit to power off and would not discharge. There was no patient involvement in the reported failure.